Event description:
It was reported that resistance was experienced during attempts to remove the catheter from the patient on (B)(6) 2022. Attempts to remove the catheter by interventional radiology were unsuccessful, and therefore surgery was performed to extract the catheter on (B)(6) 2022.

Manufacturer narrative:
Investigation included reviewing device history records and information from the user facility. Only the proximal portion of the catheter was returned for investigation, and thus the portion which had been entrapped in the patient anatomy was not available for evaluation. The investigation indicated no evidence of manufacturing related issues that could have contributed to the event.